Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from patient that while recovering from the knee surgery, the device was off for two months. When they tried to charge the device and it would not work. After receiving the replacement paddle, the issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that they have been having a hard time trying to charge their implantable neurostimulator (ins) since a couple of days ago. Patient stated that they had knee surgery and stopped using their ins because they were in heavy narcotics and did not need it, but now they are experiencing pain on their neck, and they would like to use the ins again. Patient stated that the controller would show a no device found message when they attempt to charge the ins. Patient also stated that the controller battery would deplete really fast and the ins battery would still not hold a charge. Agent walked patient through resetting the controller. Patient confirmed seeing no damages on the controller compartment, battery pack and recharger. Patient attempted to start a charging session and was in the passive recharge mode screen. The number the patient was getting in the passive recharge mode screen were 0 across the board. After a few moments, the controller showed the therapy screen and when the patient checked the battery levels, the controller was at 40% and the ins was in the red, but it was asking the patient to recharge the ins even when the recharger was already connected, as if the controller was not recognizing the recharger. The issue was not resolved. A request was sent to repair to replace the recharger.